Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. An engineering evaluation is currently in process.

Event description:
A gore® viabahn® endoprosthesis was used for the treatment of calcification of a tight iliac lesion. Predilation of the target site was performed and a 5mm x 5cm device was advanced through a sheath over a cook amplatz guidewire. It was reported to gore that the gore® viabahn® endoprosthesis partially opened and was unable to be fully deployed. The device was removed without any complications for the patient.

Manufacturer narrative:
(B)(4).this medwatch was submitted in error. The data was re-evaluated and is no longer considered a reportable event. The initial incoming information incorrectly stated that the device partially opened. The device returned to gore remained constrained.